Manufacturer narrative:
During a pump log review on july 28, 2021, it was reported that multiple cartridge alarms occurred. Additionally, it was reported that the pump indicated a data log corruption. There was no reported adverse impact to the customer's blood glucose level at the time of event. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change request alarm occurred. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.